Event description:
It was reported that the physician used only one of the lead wires and it seemed like 99 percent used 2 wires. The patient was having trouble moving their sensation up further to where the tailbone would be, which one of the areas that had pain. It was asked if another lead could be added. The pain in their lower area was taken care of 100% but where the tailbone ended is where there was quite a bit of pain and as they titrated down on pain medications they were noticing an increase in pain. When they moved the stimulation up it kind of wrapped around their abdomen and it made them nauseous, the trial worked a lot better. The patient had not gotten pain relief in their tailbone since they were implanted. If the patient cranked it up enough it helped but then it was painful. Additional information was received on (B)(6) 2015 indicating that the patient planned to do the a revision of the lead the following monday. It was insisted that the patient did something that caused the lead to move. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient¿s ¿trial went well, but with the permanent implant I noticed on the first day, (B)(6) 2015, that the sensation was different than the trial, but the doctor is claiming a lot of things that probably didn¿t happen.¿ the patient asked ¿how often do you see the doctors use only one lead?¿ the patient was upset that his doctor only used one lead at the time of implant and said that ¿they wrapped the leads around a few times to give it slack, is that normal?¿ the patient also asked if ¿when the leads scar into place do they stretch?¿ since implant ¿on the first day¿ the patient had a feeling ¿like it¿s wrapping around in my stomach and it felt like it was in the wrong place (the stimulation).¿

Event description:
Additional information received reported that the patient did not have a revision because it was denied by insurance. The office was resubmitting the request for the revision.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that an x-ray showed that the lead had moved and a revision was completed yesterday. It was also noted that the device did not work from the beginning and the lead was never in the right place. No symptoms reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported his leads migrated maybe an inch or so right after initial surgery. The patient noticed it the day after surgery when he noticed they could not get the sensation up above a certain level and the x-ray showed it moved. This issue also happened within a day of the revision surgery that occurred on (B)(6) 2015 too. The lead movement was confirmed two weeks priorto the report. So the patient wanted to know if the leads could be massaged. Later, the patient said it was mentioned the healthcare provider (hcp) could manipulate the lead wire to move it up. It was conveyed by patient services that there must be a misunderstanding since the lead wire was anchored and the lead was in the spinal column. Patient services were not sure how the lead could be manipulated to move it up without surgical intervention. The patient was redirected to his hcp. It was noted the patient's ideal stimulation would be the center of his spine in the lower back and currently, the stimulation varied depending on how the patient moved. The patient was last programmed 1.5 weeks prior to the report.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).